Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced unexpected hyperglycemia while using the ilet pump, noting a blood glucose rise to 342 mg/dl during routine activities and observing a period where the pump displayed 0.0 units delivered, after which the user removed the pump for approximately two hours and administered a manual insulin pen dose; the user also reported intermittent nocturnal low glucose and requested adjustments and additional training. Symptoms included feeling unwell without specific manifestations. Outcomes included self-management with a subcutaneous insulin pen and no medical intervention or hospitalization. Investigation included review of device data and user reports, along with troubleshooting and education. Investigation of this case revealed that the cause of the hyperglycemia was unclear, with no confirmed device malfunction identified from the available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.